Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the first flange was deployed, it could not be visualized under eus. The physician deployed the second flange, and the stent ended up fully deployed in an unintended location. The stent was removed from the patient using rat tooth forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 25apr2019. According to the complainant, the originally reported event may have been incorrect. Reportedly, "the stent may have actually failed to deploy and it was the delivery system that was not visible under eus, not the stent."

Manufacturer narrative:
Event has been updated to include additional event details. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received undeployed and fully covered by the outer sheath. The stent deployment hub was in its original position, the catheter hub was advanced proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. It was possible to deploy the stent without difficulty. The stent was measured to be within specifications. There were no other issues noted. The failures reported by the complainant may have been related to user technique or the position of the echoendoscope/elevator. There was no visible damage noted to the device, and it was possible to deploy the stent without difficulty. The reported issue could not be confirmed; therefore, a review and analysis of all available information indicated that the most probable root cause is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the first flange was deployed, it could not be visualized under eus. The physician deployed the second flange, and the stent ended up fully deployed in an unintended location. The stent was removed from the patient using rat tooth forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.